Event description:
A report was received that the patient was scheduled for a lead revision due to lead migration. During the revision, the physician decided to explant the ipg and lead extensions. The patient is doing well after the explant.

Manufacturer narrative:
Device was explanted. Additional suspect device components involved in the event:model: sc-3138-25 scs lead extensions- 8 contacts (25cm); model: sc-3138-25, scs lead extensions- 8 contacts (25cm). The product analysis report for sc-1110 spinal cord stimulator concluded that the device passed visual inspection, dc leakage test per tp 1364, and rga analysis. The product analysis report for the sc-3138-25 leads concluded that the devices were cut approximately at 18 cm from the proximal end tip. The damage to the devices is consistent with damages during the surgery procedure and is not considered a failure. The lead extensions' proximal ends passed x-ray inspection. This is the final report.